Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient was transferred to a different hospital for follow up. The manufacturing representative called the surgeon who explained that everything was fine with the device and no more surgery had been performed. The manufacturing representative was informed that the patient would not be followed anymore in the center.

Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 37081-40, serial# unknown, implanted: (B)(6) 2015, product type: extension. Product ID: 39565-30, serial# unknown, implanted: (B)(6) 2015, product type: lead. Product ID: 3888-45, serial# unknown, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient felt less stimulation. The surgeon thought that there was fibrosis or hematoma. Stimulation was increased but the patient felt less than when the lead was first implanted, however, she felt the same painful location. Impedances were measured and blocks 3 and 4 were greater than 10,000 ohms. These blocks were not used on any of the patient¿s three programs. The issue was not resolved at the time of report.